Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during a cardiac arrest, the autopulse platform just stopped. Customer indicated that the device had a problem. However, no specific details were provided. No adverse patient sequelae was reported. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the platform found the bottom enclosure to be damaged. From the condition of the platform, the damage appears to have been due to wear and tear. Functional testing of the platform was performed and the reported complaint was confirmed. During testing, the platform performed one compression and then displayed a user advisory (ua) 27 (encoder fault, > 3000 rpm) message. Further inspection identified that this fault was being caused by the integrated encoder gearbox not functioning properly. A review of the platform's archive data was performed and no issues were noted on the reported event date. However, multiple user advisory (ua) 27 faults consistent with the functional evaluation results were observed on other dates, with the most recent occurrence on (B)(6) 2014. Based on the investigation, the parts identified for replacement were the bottom enclosure and the integrated encoder gearbox. In summary, the reported complaint was confirmed during functional inspection as well as archive review of the autopulse platform. It was observed that the platform stopped compressions and displayed a user advisory 27 fault. Further inspection of the platform identified that this fault was caused by an integrated encoder gearbox not functioning properly. Following service the autopulse platform, the device passed all testing criteria.